Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Rrt was triggered on (B)(6) 2016. Pre approaching eri battery voltage was 2.62 v on (B)(6) 2016. Concomitant medical devices: 5076-52 lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not meet longevity expectations from recommended replacement time (rrt) to end of service (eos). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.